Manufacturer narrative:
The root cause of the infection, arrhythmia, and tachycardia was unable to be determined due to insufficient clinical details. The cause of the bleeding, hemodynamic instability, and anemia was not determined due to insufficient clinical details. The cause of the optical sensor issue was not determined as no product or data logs were returned for analysis. The cause of the access site bleeding was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an elevated white blood cell count. The patient was treated with antibiotics. The impella alarmed for placement signal so the pump was repositioned. In response to oozing at the access site, the patient was transfused packed red blood cells, a new dressing was placed, and heparin was withheld. The patient also experienced ventricular tachycardia and ectopy, and anemia and hemodynamic instability. The p level of the pump was adjusted and the patient was transfused an additional unit of packed red blood cells.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿